Event description:
It was reported that the patient was experiencing some discomfort in the pocket due to the implantable neurostimulator (ins). It was noted that this was the ¿reason for the device removal.¿ it was noted that the patient¿s pain issues had been resolved separately for the implant indication. It was unknown how long the ins had been bothering him. It was further noted that the patient needed the ins removed so that he could have an MRI.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2010 (B)(6); product type lead. (B)(4).